Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a port placement procedure was performed with the catheter implanted via the left subclavian vein and positioned on the left chest wall. Three months and twenty-one days post procedure, during subsequent hospital treatment, resistance was encountered during aspiration by nursing staff. Diagnostic imaging via dsa angiography revealed a catheter perforation and fluid leak was noted. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp products that are cleared in the us. The pro code and 510 k number for the MRI powerport isp products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with an attached catheter was returned for sample evaluation. Along with return sample one image was provide for the review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A longitudinal split was noted on the attached catheter on distal end to the cath-lock. Catheter wear was noted throughout the split area on the attached catheter. The edges of split on the were noted to be uneven and surface could not be determined as additional damage would be caused in area. Upon infusion, a leak from the split was noted. Aspiration problem was cascading failure due to catheter split. Image reviews depicts that the extravasation was noted at the arch of the catheter in the subclavian vein. Therefore, the investigation is confirmed for the identified fracture and reported fluid leak and suction issue. However, the investigation is unconfirmed for reported material puncture issue as appropriate code identified based on sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure was performed with the catheter implanted via the left subclavian vein and positioned on the left chest wall using powerport isp MRI 6cf int w sp, att, sl. Three months and twenty-one days post procedure, during subsequent hospital treatment, resistance was encountered during aspiration by nursing staff. Diagnostic imaging via dsa angiography revealed a catheter perforation and fluid leak was noted. There was no reported patient injury.